Event description:
It was reported by the parent's of the patient that their child is no longer hearing properly with his device. The audiologist carried out testing, which showed 8 electrode channels with status 'hi'. The patient was also not performing very well in his therapy classes. The patient was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted, and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.